Event description:
The event was reported as: the irrigation port will not allow irrigation solution into the catheter - clogged. The catheter was changed out. No pt injury reported.

Manufacturer narrative:
Investigation incomplete at time of this report. A f/u investigation will be submitted when completed.